Event description:
It was reported that the customer received a button error alarm on the insulin pump and the keys were continuously scrolling. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. The device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.